Event description:
A home pt (hp) contacted the technical service center (tsc) to report a system error 2267 alarm during fill while using the homechoice (hc) system. The hp states they disconnected and attached an add'l bag during mid therapy. The technical service rep (tsr) explained the alarm and advised the hp to cycle power and start over with all new supplies. There was no pt injury or medical intervention reported at the time of the incident.

Manufacturer narrative:
Baxter's product surveillance dept will attempt to review proper procedures with the home pt.